Event description:
Information was received based on review of a journal article titled "clinical and radiographic results of 184 consecutive revision total knee arthroplasties ". The study provided clinical and radiographic outcomes of 184 consecutive revision total knee arthroplasties (tkas) placed with cemented components and press-fit fluted cementless stems. The clinical and radiographic data was reviewed at average follow-up of 49 months. The press-fit cementless stems were placed to tightly contact the endosteum of the metadiaphyseal area of the femur and tibia. The journal article reports that re-revision procedures occurred due to the following reasons: one (1) revision due to non-union of a femoral periprosthetic fracture. One (1) revision due to valgus/internal rotation malalignment of a femoral component. Nine (9) revisions due to recurrence of sepsis. Four (4) revisions due to sepsis. Four (4) revisions to replace the polyethylene tibial bearing due to unknown reasons. The journal article reports that the following complication occurred after the index revision procedures: eight (8) irrigation & debridement procedures. Two (2) closed manual manipulations. One (1) arthroscopic debridement for patellofemoral clunk syndrome. Two (2) patients reported leg pain. The authors concluded that revision tka with modular cementless stems provided excellent fixation with no revisions for aseptic loosening. Re-revision for sepsis was the dominant failure mechanism with an overall rate of 7%. Given the increasing prevalence of revision tka, sepsis prevention strategies should receive increased attention.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - peters, christopher l., jill a. Erickson, and jeremy m. Gililland: the journal of arthroplasty 24.6 (2009): 48-53.2009; 510k number - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Complaint description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
One patient was identified in the article that underwent a revision procedure post tka, due to non-union of a femoral periprosthetic fracture on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.